Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels were not specified while wearing the pod an unspecified number of hours. Symptoms reported include spending the day in bed, vomiting, and not feeling well. The patient also reported the cannula was kinked on the pod. The patient had spoken with their doctor who told them to go the emergency room if they could not stabilize their blood glucose. No further information was provided. Multiple attempts were made to reach out to reporter for further information; however, they were unsuccessful.